Event description:
Procedure: lap sigmoid. According to the report: the eea stapler placed staples, but did not cut. The surgeon had to re-fire the same eea stapler and it did cut the second time. The surgeon did have two complete donuts and no air-leaks, but opted to do a diverted ileostomy besides a diverted colostomy due to the issue. There was no delay in or time; however, the case was converted to an open case.